Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. A system check was completed and cts provided a one-time replacement pump. Reportedly, the customer reverted to an alternate method insulin therapy.